Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had been in a normal state of health until about 2 weeks prior to the event when dark urine and progressively worsening fatigue was observed. The patient started to have abdominal pain and diarrhea with dark stool. Laboratory results upon arrival to an outside hospital included lactate dehydrogenase of 5149 u/l, hemoglobin of 9.0 g/dl, creatinine 6.4 g/dl, inr 3.6, and blood urea nitrogen of 76 mmol/l. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to thrombosis. No additional information was provided.

Manufacturer narrative:
Device evaluation: upon disassembly, of the returned explanted pump, a thrombus formation was found surrounding the inlet bearing ball/cup, rotor inlet, and rotor body obstructing approximately 40%-50% of the blood flow path. The thrombus extended out from the distal end of the inlet bearing cup, encompassed the inlet bearing ball/inlet, and extended down the body of the rotor. The thrombus ring appeared to form in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed over an undetermined amount of time while the pump was operating. Examination of the outlet stator revealed a deposition surrounding the outlet bearing ball and lodged between the stator blades. The formation was not denatured and was tissue-like in nature. In addition, the formation lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin and a duration of time for which it was present in the pump could not be determined. The remaining blood contacting surfaces were free of defects/anomalies related to wear and did not reveal any evidence of deposition or thrombus formation. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.